Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site for instrument evaluation. After evaluating the instrument, the fse noticed that the ring was flooded, and subsequently found a piece of brown sludge (a clog) in the vacuum line to the waste reservoir. The fse replaced the vacuum line. The fse concluded that the cause of the discordant tni ultra and ck-mb results was due to the clog in the vacuum line. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Discordant high troponin (tni ultra) and ck-mb results were obtained with patient samples. The laboratory questioned the results due to the delta checks, and repeated the testing the laboratory's other advia centaur analyzer. The discordant tni ultra and ck-mb results were not released to the physician(s). The repeat results from the other advia centaur analyzer were reported out. There were no known reports of patient treatment being altered, or delayed due to the discordant tni ultra and ck-mb results. There were no known reports of adverse health consequences due to the discordant tni ultra and ck-mb results.